Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The plunger, cuffs, link, needle tip and monofilament were not returned with the device which may have aided in the investigation. The analysis of the returned device did not confirm the reported cuff miss for this complaint, because key components were not returned. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based in the information reviewed, there is no indication of a product deficiency.